Event description:
Allegation - the head section of this bed is drifting, no injury.

Manufacturer narrative:
Resolution - at this time there is no confirmation the bed has been repaired; however, the recommendation was to clear the head drive brake bearing.